Event description:
Alleged false positive result for flu b. One asymptomatic patient . No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.